Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power issue. The customer stated that there was a battery issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 128 (post delivery motor power supply faults). The pump powered on with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten. The battery compartment was found to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. A cover crack was found between the corner of the display lens and the case seal. The keypad rubber was found to be torn at the ok key and it was peeling from the bottom of the keypad to the ok key. All keys were responsive. The keypad was removed and there was contamination found under all the key contacts. During investigation, a cs 128 alarm was received on each rewind attempt. The idle and sleep current draws were within specification. The ¿rewind and load¿ values were unable to be obtained due to the cs 128 alarm. A leak test was performed and showed a leak at the battery compartment crack and cover crack. The pump case was removed and the pump was disassembled and there was evidence of moisture damage throughout the pump. The cs 128 alarms occurred due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.